Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, customer continued to use the pump for insulin therapy and contacted the healthcare provider as needed to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.